Event description:
It was reported that a patient who underwent breast augmentation revision with a mentor smooth round moderate profile 350cc saline prosthesis experienced left sided hemorrhage in two blood vessels post procedure. Explant was performed on (B)(6) 2024.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: hemorrhage. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on april 28, 2025. The hemorrhage reported initially was clarified to be a hematoma. The device was found to be deflated upon explant. The explant date was clarified to be (B)(6) 2024. Reason for device explant and/or reoperation: hematoma. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on august 19, 2025. The device was explanted without replacement. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 31, 2025. The hematoma was thought to have been possibly caused by a fall. Manufacturer¿s reference number: (B)(4).